Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. The caller declined to provide information on whether this issue resulted in blood glucose levels outside the normal range. Technical support instructed the caller to ensure the pump was not connected to a power source and to use the tip of their finger to press the button firmly, providing support along the bottom of the pump. The caller was assisted in removing the pump from its case and repeated the pressing method, but the issue persisted. Customer reverted to an alternate method of insulin therapy.